Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping her infusion set broke and she woke up with extremely high blood glucose levels of 356 mg/dl. She self-treated it with a set change and a correction bolus. Reportedly, the tube part came off and separated from the plastic ring. The site location was patient's left upper thigh and the pump was worn on the same side. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.